Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal had poor sealing capabilities. The issue was found during a therapeutic myomectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to section h4.

Event description:
No additional information provided by the customer.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that this event was caused by improper sequential the seal cycle activation, a known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.